Event description:
Customer initially reports the unit was involved in an incident. The lamp literally exploded taking out the reflectors. Some parts were replaced by biomedical department in an attempt to repair the unit. On (B)(4) 2012, biomedical dept and surgical equipment tech report no real "explosion", the device smoked and the device lamp and both reflectors were significantly damaged. This occurred during "back" surgery and there was no harm to pt or staff. Device was quickly replaced and there was no real downtime.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.